Manufacturer narrative:
MDR - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 08-mar-2024, 20-mar-2024, 07-apr-24 & 13-apr-24, the patient reported that the infusion set cannula was kinked, within 3 hours of insertion. The infusion set was used for few hours. Furthermore, the customer confirmed that he replaced the infusion set and resume insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.